Event description:
A consumer reported via a social media site that following an intraocular (iol) implant procedure that "big" rings are seen around headlights and the intermediate vision "sucks." The reporter did not provide any contact information, therefore, follow up was not able to be conducted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough information was provided from the account for further investigation. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).